Event description:
It was reported that perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage closure procedure was being performed in difficult anatomy. A watchman access system was advanced and a 24mm watchman flx pro closure device and delivery system was inserted and deployed. After 1 partial recapture, the closure device was released. Post-release a circumferential pericardial effusion (pe) was identified. The patient was stable and monitored. The pe continued to enlarge, and the patient experienced cardiac tamponade. A pericardiocentesis was performed and bright red fluid was drained, however the pe was continually present after drain placement; therefore, surgery was performed and a perforation in the distal laa was repaired. The patient was hospitalized and is expected to fully recover. It was suspected that the perforation occurred during maneuvering and deployment of the closure device with the single recapture.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage closure procedure was being performed in difficult anatomy. A watchman access system was advanced and a 24mm watchman flx pro closure device and delivery system was inserted and deployed. After 1 partial recapture, the closure device was released. Post-release a circumferential pericardial effusion (pe) was identified. The patient was stable and monitored. The pe continued to enlarge, and the patient experienced cardiac tamponade. A pericardiocentesis was performed and bright red fluid was drained, however the pe was continually present after drain placement; therefore, surgery was performed and a perforation in the distal laa was repaired. The patient was hospitalized and is expected to fully recover. It was suspected that the perforation occurred during maneuvering and deployment of the closure device with the single recapture.